Event description:
At end of procedure, the surgeon noticed that the continuous cardiac output (cco) monitor was not functioning properly. The surgical staff, biomed, and unit management troubleshooted the problem for over 2 hours before a reading could be obtained. The manufacturer was contacted and provided direction over the phone during the course of the problem. Cco monitor was changed x3, cco cable was changed x5, and swan ganz catheter was changed x2. The problem was only resolved when the patient was moved to a separate or. Manufacturer, biomed, and unit director unable to determine cause of monitor failure. Of note: the first two swan ganz catheters used were of the same lot number. The third catheter that was used successfully had different lot number. Cco reading confirmed and surgery was concluded.